Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed per clinical study. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is a patient-specific event, such as cellulitis, which is a post-operative surgical site infection influenced by patient and procedural factors (e.g., skin flora contamination at the incision, wound care status, operative time, or host comorbidities). These factors relate to postoperative care management rather than to device performance or malfunction of the ibalance hto system.

Event description:
On 11/10/2025 it was reported via email by arthrex regulatory that after reviewing a clinical study they discovered that a patient had developed a serious immediate complication following a procedure in 2019 using the ibalance hto system. The patient developed a cellulitis infection that required immediate medical attention.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.